Event description:
Customer reported an issue with the v series monitor, which may have resulted in a loss of spo2 monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives ordered a replacement spo2 module for the customer.